Manufacturer narrative:
Additional information: d9, h3,4, h6(update codes), and h11. H4: the lot was manufactured in september 2024. H11: (B)(4) were received for evaluation. Visual inspection was performed, and particulate matter (pm) was identified on the white connector of the inlet, white spike connector, blue connector, and packaging bag. The observed pm was further described as small/tiny dark particulates, dark spots, and dark fibers. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) exactamix syringe inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.